Manufacturer narrative:
Device evaluation: the evaluation/investigation of the suspect device is not complete. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation codes: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during use. The injector pressure was 900 psi. No report of harm or injury. The customer stated the event happened two times. The customer is expected to return one used device for evaluation. This is one of two reports: 1721504-2011-00020.